Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The error 319 was pointing to universal surgical manipulator (usm) 3. Fse replaced the usm3 to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the 319 error. The usm was tested on an in-house system and triggered 319 error pointing towards rolling loop. Swapped the rolling loop fiber cable with a test one and resolve the 319 error. During visual inspection, noticed that the rolling loop assembly is broken.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, there was a recoverable fault that became non-recoverable. Customer had attempted to power cycle the system prior to calling but the error kept returning. The technical support engineer (tse) reviewed the logs and found error 319 pointing to usm3. Tse inquired if customer had disabled arm3 and customer informed that they opted to convert the case to laparoscopic to complete the case as they were towards the end of the case when the error occurred.